Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported the patient was directed to use program 3 at night and program 2 during the day. They were concerned about that because program 3 was not helping them at night, they were still going to the bathroom 3-4 times during the night. When they did get to the bathroom, sometimes they were unable to go. They reported baseline was 4x per night while taking myrbetriq, which they were no longer taking. It was noted that it was hard on the patient to change programs back and forth every day due to unrelated medical issues. They were wondering if they could just stay on program 2. They were redirected to their healthcare provider to discuss therapy concerns and programming.

Event description:
Additional information was received. The caller said in order to get the device to be effective, the patient had to use 2 different programs, one at night and one during the day. They said the patient was down to going 2 times at night. They said it was hard for them to be changing the program twice a day, so they decided to stick with program 2. They said that now, all of a sudden, the patient was getting up 3-5 times at night. The increased stimulation the day of the report. Reviewed it was okay to increase more as long as the patient was not uncomfortable. The patient had an appointment scheduled for on (B)(6) 2020 with their healthcare provider. They were redirected to them to further address the issue. [Relevant medical history: parkinson's].

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's (pt's) friend/family member. They reported that pt is not getting up less than 3 times at night. Caller clarified pt use to be anywhere between 4-6 times at night that pt would have to get up to pee and stated now pt is getting up usually 3-4 times at night. Caller stated when pt first got ins they had times where they only got up 2-3 times. Caller stated therapy is not helping to hold pt's bladder stating "not a lot". [Relevant medical history: parkinson's].

Event description:
Additional information received from friend/family member. Caller repeated information already reported in this case. Today caller said the patient is up 3-4 times per night regardless. Caller said the implant has helped, not much, a couple of times where it was 2-3 (times per night) but does not seem to seem to matter what they do a b c d different numbers is not nearly as good as the ins the caller has.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.